Event description:
Pump continued to alarm for occlusion despite trouble shooting IV (straightening arm, adding arm board, flushing line - line flushed well). Called vad [vascular access department] to assess. IV continued to flush line. Vad rn found that round 0.2 micron filter was causing obstruction. Fluids would not go through bd filter causing occlusion/high pressure alarms. The filter being stocked in our unit is the following: bd extension set smallbore tubing (0.2 micron low protein binding filter) ref #(B)(4). Lot 1025095244 is being stocked in icn [intensive care nursery] although the exact lot number of the defective product used is unknown as packaging was discarded.